Event description:
It was reported that the insulin pump alarmed motor error and off no power. The motor error occurred while the customer was driving. The customer's blood glucose was 64 mg/dl, which the customer stated was caused by giving themselves too much insulin. The customer treated with food. The customer does not use the sensor feature. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.